Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a ¿replace controller¿ alarm and fluid ingress were not able to be confirmed through this evaluation. The controller was not returned to abbott for analysis. Log files were unremarkable, no irregular alarms were noted through the log file interrogation. The root cause of the reported fluid ingress was suspected to be related to the additional information that the controller got wet in sprinklers. The root cause of the reported replace controller alarm could not be conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the heartmate 3 system components, such as the system controller, 14v batteries, and mobile power unit must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower without the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), and the actions to take if the issue does not resolve. The heartmate 3 patient handbook (section 6 ¿caring for the equipment¿) describes how to properly care for all heartmate equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient exchanged their system controller because it got wet from exposure to sprinklers which resulted in controller alarm to replace it. There was no documentation of troubleshooting prior to controller exchange. Exchanging the controller resolved the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller was exchanged on 18jun2024. The reason for the exchange was unknown.

Manufacturer narrative:
The 18jun2024 exchange of system controller (B)(6) was initially reported under manufacturer report number 2916596-2024-06351. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.